Event description:
The sales associate reports the patient experienced adverse skin reaction (boil) after using the electrodes. Upon follow up with the patient, he states that within approximately three weeks of using the device, he developed a skin reaction that turned into a boil. Patient then went to his physician and was treated with a topical antibiotic while the boil was being cultured. He later received results stating that he had developed a (B)(6) infection and was treated with an antibiotic for 20 days. Once healed, the patient was advised by the prescribing doctor to continue using the bone stimulating device. The patient states that he developed another boil within 3-4 days of placing the electrodes for which he was treated with antibiotics for 14 days. Patient has since discontinued using the device and has an appointment to discuss other treatment options.

Manufacturer narrative:
The patient manual distributed with the device has instructions for use and states "consult your surgeon or local biomet representative if you have any questions about proper electrode placement. If your skin becomes abnormally red at the electrode sites, the electrodes should be moved to either immediately above or below the original sites. If the redness does not go away after 48 hours once the electrodes are removed, you should contact your doctor. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of two for the same event.